Manufacturer narrative:
B3: the date of occurrence is estimated between (B)(6) 2016 to (B)(6) 2023. Article attached: analysis of determinants for suture-mediated closure device failure during evar procedures the device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported unspecified failure mode could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This study aimed to identify potential contributors for proglide suture-mediated closure device (smcd) failure in a patient cohort of elective and emergency endovascular aortic repair (evar). This study confirms the common femoral artery calcification status to be associated with smcd failure. Although discontinued prior to endovascular treatment, dual anti-platelet therapy (dapt) was also found to be associated with smcd failure. The smcd failures noted in the study were not specified, and the method used to achieve hemostasis was not reported. The study concluded that their results may advocate to perform obligatory platelet testing prior to evar to maximize patient safety. Specific patient information is documented as unknown. Details are listed in the attached article, titled "analysis of determinants for suture-mediated closure device failure during evar procedures."